Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse could not reproduce the reported problem but replaced the system power manager (spm) for customer satisfaction. The system was tested and verified as ready for use. The complaint was not confirmed based on field evaluation. Isi has not received the spm for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a training/demo of the da vinci system, strange noises were coming from the patient side cart (psc) base. There was no report of patient involvement or there was no report of patient injury.